Manufacturer narrative:
Examination of the returned devices confirms the reported event of pin breakage. Depuy material science confirms the breakage is attributed to fatigue fracture. The root cause of the fatigue fracture is attributed to off label use as the reported pins are single use and evidence suggests multiple uses. Based on the root cause of off label use, corrective action is not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the surgeon fixed a tibial cutting block with the steinmann pin, the pin unnaturally stopped going through the pin hole and broke. Although the surgeon managed to remove the broken tip from the cutting block by hammering it, the triangle part of the pin remained in the adapter. Therefore they had to use a replacement and successfully completed the surgery with a three-minute delay. It was reported that no broken piece was left in the patient's body. There was no harm to the patient.